Manufacturer narrative:
P-cap or reservoir locks properly into place. Unit passed displacement test and self test. Pump error 4 and 53 found in the pump history (linenumber = 18354 and filenumber = 49). Problem isolated to electronic assemblies. The following were noted during visual inspection: scratched case and pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. Customer stated they were able to clear the alarm and they were able to rewind insulin rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.